Manufacturer narrative:
Batch review performed on 14 aug 2024: lot 2302967: (B)(4) items manufactured and released on 16-nov-2023. Expiration date: 2028-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 months from the primary, the patient came in reporting pain and instability due to a septic knee and the cause is unknown. The surgeon performed a washout and revised the insert (from 10 to 11 mm). The surgery was completed successfully.